Event description:
It was reported to olympus, that the endoeye flex deflectable videoscope had image issues. It was noted that it was difficult to see the image when the lens was wiped and the image became dark when it was soaked in water. The issue occurred during a procedure and it was completed with a similar device. Inspection and testing of the returned device found that the image disappeared during angulation in the up/down direction due to damage to the charge coupled device unit. There were no reports harm associated with the event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
Section e1: establishment name: (B)(6) hospital. The device was returned for evaluation and the customers allegation was confirmed. It was noted that the video connector and its case had a crack and there were scratches found throughout the device. The bending section rubber had a chip and the bending section could not be fixed firmly due to damage to the forceps elevator lever. The adhesive around the objective lens was peeled. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: ·it was presumed that the event occurred due to the damage of the image sensor unit(disconnection, etc.) Or breakage of the mounting components (ic chip, capacitor, etc.) Of the electric board due to use stress, external factors, or handling. A definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): the inspection method for the suggested event is described as follows in the operation manual "chapter 3 preparation and inspection 3.8 inspection of the endoscopic system in the operation manual.¿ [inspection of the endoscope] confirm that the wli and nbi endoscopic images are normal. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor the field performance of this device.